Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: (B)(6) 2017: litigation record received. Litigation alleges discomfort, pain, stiffness, loss of motion, metal toxicity due to elevated cobalt and chromium metal ions, implant loosening, metallosis, necrosis, soft tissue damage and muscle damage. Update oct 9, 2017 records reviewed for MDR reportability. Identified that implant loosening was alleged, but no product information on complaint to address this harm. Added an unknown hip implant and reported for implant loosening at bone to implant interface. Complaint updated on: nov 7, 2017 update nov 3, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address squeaking and metallosis. Revision notes reported a large amount of scar tissue, heterotopic bone, and a large amount of black metal debris. It was also reported that the liner was intact in the metal shell, however, had asymmetric wear. Updated patient and product information. This complaint was updated on: nov 10, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Oct 9, 2017: litigation record received. Litigation alleges discomfort, pain, stiffness, loss of motion, metal toxicity due to elevated cobalt and chromium metal ions, implant loosening, metallosis, necrosis, soft tissue damage and muscle damage. Update oct 9, 2017 records reviewed for MDR reportability. Identified that implant loosening was alleged, but no product information on complaint to address this harm. Added an unknown hip implant and reported for implant loosening at bone to implant interface.

Manufacturer narrative:
(B)(4).

Event description:
Medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address squeaking and metallosis. Revision notes reported a large amount of scar tissue, heterotopic bone, and a large amount of black metal debris. It was also reported that the liner was intact in the metal shell, however, had asymmetric wear. Updated patient and product information.